Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead have had 13 out of 16 cables fractured at the bent/kinked sections of the lead body apparent a clik anchor site about 17 cm from the distal tip. There are no exposed cables.

Event description:
A report was received that during product analysis it was discovered that the lead was fractured.